Event description:
It was reported that there was no capture observed on the lv lead. The lead was connected to a psa and capture was observed. However, when the lead was reconnected to the ICD no capture was obtained. The device was explanted.

Manufacturer narrative:
The capture anomaly was not verified in the laboratory. Upon receipt, the lv tip and ring setscrews were inserted too far into the header lead bore. The broken tip from a torque driver was observed in the lv-tip setscrew hex cavity. After the broken torque driver tip was removed from the setscrew, the device's funcionality was tested on the bench and was normal. The device met all specifications. All diameters were within specification. The reported loss of capture could not be determined.